Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges the device caused a heart attack. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. On (B)(6) 2022 the manufacturer received information alleging difficulty breathing/short of breath. In addition, on (B)(6) 2022 the manufacturer received information from the patient alleging he cannot sleep and has no quality of life, states heart attack before he started using the device. States no medical intervention. Per information received from the patient on (B)(6) 2022, the date of event provided has been updated to (B)(6) 2021.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to difficulty breathing/short of breath, he cannot sleep and has no quality of life, states heart attack before he started using the device. The patient did not report to receiving medical intervention. The reported event of "difficulty of breathing/shortness of breath, heart attack and not being able to sleep due to not having the device, has no quality of life, about to lose his job and subsequently the patient experienced anger" and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The patient did not report to receiving medical intervention. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h6 health effect- impact code, type of investigation, findings and conclusions has been updated. H6 clinical code was correctly updated.